Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): performance data was collected from the device and has been analyzed. Sensing/noise: 2-ventricular nst<(> <<)>=203 ms on (B)(6) 2012; 2-vf=210 ms average v-cycle on (B)(6) 2012; 5-lfp high rate-ns <(><<)>= 200 ms average v-cycle between (B)(6) 2012. Concomitant products 4076 implantable pacing lead - (B)(6) 2006, 4194 implantable pacing lead - (B)(6) 2006. (B)(4)

Event description:
It was reported that both the atrial lead and the ventricular leads exhibited noise and oversensing, and there was a six second pause in ventricular pacing. It was suspected that the noise was caused by electromagnetic interference (emi). Follow up is in process for additional information. The leads remain in use. No patient complications have been reported as a result of this event.